Event description:
On july 7, 2011, stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a kci bed, serial number (B)(6); model advanta 1600b had no fowler up or down motion. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).